Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed engineering department dried the air trap and performed a functional test of the console. The thermogard console passed the functional test without any error and worked as intended. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use.

Event description:
During the device setup for patient use, the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message. Per the reporter, the fluid dripped into the air trap. The patient treatment was continued using another console. No consequences or impact to patient.